Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. The sample has been requested. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The report stated that the pt was receiving a radio frequency ablation for 3.5 cm colorectal cancer with metastases to the lungs, with heavy conscious sedation and under CT guidance. After 7 mins, pt experienced coughing. Initial impedance of 75 at 1.20 watts, the impedance rose to 120 after 15 mins reached 58 degrees. The needle was removed and found bent at 45 degrees. 5 cm from tip. A second needle was introduced under CT guidance. After 3 mins ablation the pt had a pericardial effusion. She deteriorated, the procedure was abandoned and emergency treatment was carried out. The second needle was removed when procedure was abandoned and found to be bent, 5 degrees at 4 cm. During the procedure nothing abnormal was noticed except for coughing. There were not signs of burns. Pt experienced cardiac tamponade, a drain was introduced and 250 ml frank blood removed from pericardium. Once stabilized pt was sent to ccu.